Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported having a right side unspecified "a lump or thickening in or near the breast or in the underarm area." Patient noted "small lump in right breast was examined, bith manually and by ultrasound, and was found to be harmless." Later, healthcare professional called to report right side rupture. Device remains implanted.

Event description:
Patient reported having a side unspecified "a lump or thickening in or near the breast or in the underarm area." This record is for the right side. Patient noted "small lump in right breast was examined, bith manually and by ultrasound, and was found to be harmless." There is no complaint against the device. Later, healthcare professional called to report right side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6,

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, broken device assessed as surgical impact opening (shell thickness within specification), broken device assessed as surgical damage (both along the same edge) and missing shell assessed as inconclusive. Additional observations: stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported having a side unspecified "a lump or thickening in or near the breast or in the underarm area." This record is for the right side. Patient noted "small lump in right breast was examined, bith manually and by ultrasound, and was found to be harmless." There is no complaint against the device. Later, healthcare professional called to report right side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: e1.

Event description:
Patient reported having a side unspecified "a lump or thickening in or near the breast or in the underarm area." This record is for the right side. Patient noted "small lump in right breast was examined, bith manually and by ultrasound, and was found to be harmless." There is no complaint against the device. Later, healthcare professional called to report right side rupture. Device remains implanted.